Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion needle lifts up from the site after being used for a couple of hours upto 2 days on (B)(6) 2024. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1908127- MDR 3003442380-2024-13186- device 1 of 3.